Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had a severe hyperglycemia event that she had to go to the emergency room. Customer's blood glucose was 395 mg/dl. Customer mentioned the site had been pulled out. Customer will not be returning the device for analysis.